Manufacturer narrative:
(B)(4). One used ls1520 was received for evaluation. Visual inspection found the tip of the jaw damaged and the ski guide on the handle was broken. The customer reported that a tiny part of the insulation from the tip of the instrument was splintered. Also the ratchet from the handle was broken from the aemp staff. The reported condition was confirmed. The investigation found the tip of one jaw covered with eschar and dried blood as if the tip was used to maneuver tissue or pry structures during the surgery. The plastic tip had disengaged from the seal plate and was returned in a bag. The investigation identified the root cause of the reported event to be rough handling. The IFU warns the user to inspect the instrument and cord for breaks, cracks, nicks, or other damage before use. If damaged, do not use. A device history review has been completed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an amputation procedure, part of the insulation fell off the jaws of the ligasure device. No pieces fell into the patient cavity. No tissue loss or bleeding. No patient injury reported. Device will be returned for evaluation.